Event description:
It was reported that a patient presented in clinic after receiving appropriate therapy. The patient is in chronic atrial flutter. The device was inappropriately diagnosed as a supraventricular tachycardia due to chamber onset determining atrium onset. Programming changes were recommended. The patient was fine after the event and has not been seen.